Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cable bend relief showing signs of wear and tear was not confirmed. The system controller (serial number(B)(6) was not returned for analysis. The provided log files did not capture any atypical events or alarms, and the pump operated as intended throughout the data. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use (IFU) section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The provided log files were reviewed and did not capture any atypical events. All observed power cable disconnect alarms occurred as a result of a power cable being disconnected from external power and were not atypical in nature. The reported power cable disconnect alarms were not indicative of a system controller issue.

Event description:
It was reported that the site was aware of the patient initiating unnecessary alarms and stating there was a problem with the system controller. The site replaced the system controller for general wear and tear at the power cable bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.